Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump with urgent shipping, instructed caller to place nonfunctional pump into storage mode before return, and advised that pump settings and continuous glucose monitor would need to be reconnected and set up on replacement device.